Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/20/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: * were there any patient consequences? * what is the procedure name and date? * please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. No patient consequence. Name and procedure date: 17/12/2025 for an appendectomy h3 investigational summary: the product was returned to ethicon for evaluation. One top foil, one empty folder, one empty cannula and some suture pieces that pertain to product code ej10c23 were received for analysis. Upon visual assessment of the returned sample, it was noted that the suture has begun with degradation process, which likely contributed to its breakage. In addition, according to the condition of the returned sample the functional test could not be performed. The top foil was visually inspected, wrinkles and holes in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent a appendectomy on (B)(6) 2025 and suture was used. At the opening of the device, it was cut. There were no patient consequences reported. Additional information was requested.